Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon unraveled and fell apart leaving pieces behind. She experienced an itchy, red irritation after tampon use which has since cleared up. She experience a headache and odor as well.